Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.